Event description:
Complain of bleeding from catheter. Small hole noted near plastic extension. Via sterile technique catheter was cut above hole and a new extension applied without problem. Good flows. Minimum blood loss.